Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge using internal handles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to fluid ingress of the switch likely due to sterilization over time. Though the handles were found to be able to perform most functions, they did not discharge the energy when the handle shock button was pressed. It is recommended in the IFU that the handles be functionally checked prior to use in a hospital setting. Analysis of reports of this type has not identified an increase in trend.